Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported gem v/nv mc 4ss 60dp dehp free had an IV separation issue. The following information was provided by the initial reporter: "while priming the tpn tubing, the blue piece in the smart site hub popped out and starting leaking everywhere."

Manufacturer narrative:
H6: investigation summary: one sample was submitted for quality investigation. The customer complaint of component damage with leakage was confirmed by visual inspection and testing. Upon inspection of the infusion set, damage to the smartsite was apparent. In addition, the infusion set was primed and leakage was confirmed. A device history record review could not be performed on model 2441-0007 because a lot number was not provided by the customer. The root cause for the issue seen in this complaint is a error in the manufacturing of the smartsite. The smartsite was not assembled correctly and therefore the blue plunger of the smartsite was not positioned correctly. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported gem v/nv mc 4ss 60dp dehp free had an IV separation issue. The following information was provided by the initial reporter: "while priming the tpn tubing, the blue piece in the smart site hub popped out and starting leaking everywhere."